Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal left anterior descending artery with mild tortuosity and mild calcification, pre-dilatation was performed. A 2.25x18 rx xience v stent delivery system (sds) was advanced but could not cross the lesion. Reportedly, after repeated unsuccessful attempts, the 2.25x18 rx xience v sds was withdrawn from the patient anatomy; however, during removal of the sds the physician noted that the stent dislodged in the patient anatomy and was untraceable. A 2.25x28 rx xience v sds was advanced but could not cross the lesion due to the patient anatomy. The 2.25x28 rx xience v sds was withdrawn from the patient anatomy and a new 2.25x28 rx xience v sds was advanced successfully across the lesion and implanted to treat the target lesion. The patient was stable and doing fine. There was no clinically significant delay in the procedure. No additional information was provided.